Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a decline in hearing performance of the patient was noticed by the guardians since (B)(6), 2013. A history of head trauma is denied by the guardians and problems of external devices are excluded. The patient was re-implanted on (B)(6), 2013.